Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. On (B)(6) 2023, it was reported by the patient's prescriber that the patient experienced a possible connection problem with the transmitter and tandem pump. The reporter stated that the tandem pump was not showing bolus. The reporter was unaware whether the patient was having a dexcom issue or not. At the time of the report, the patient was hospitalized, and the reporter did not know whether a dexcom malfunction caused or contributed to the hospitalization. The reporter was unsure whether the patient was wearing the dexcom at the time of the event. The call was transferred to tandem. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. The reporter declined to provide more details and requested to speak with a supervisor. It was documented that the concern was escalated. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.